Event description:
Pt was transferred from wheelchair to bed. While standing the pt up the pt was gradualy slipping. Pt proceeded to raise her arms over her head, causing a black blet to slide up the pt's back to "headnand neck." At this point the only thing keeping the pt upright in the lift was the black safety belt. However, the certified nursing assistnat unclipped the safety belt, taking the full weight of the pt into her arms and lowering her manually to the floor. Upon landing on the floor the pt complained of leg pains. Pt received a broken leg (fractured femur).